Event description:
It was reported that the patient underwent a lumbar laminectomy. It was reported that during surgery the pituitary broke. No patient complications were report

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual review identified that the returned instrument shaft is broken. The above observation is consistent with bend stress overload.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.